Event description:
The customer was lying on the floor when the advocate called for the rescue squad. The customer's blood glucose was taken on the contour meter and the reading was 141mg/dl. When the rescue squad arrived they ran a blood test with their meter and the reading was 41mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The customer was given a soda by the rescue squad. The test strips are to be returned for evaluation. New strips and meter were sent to the customer.